Event description:
It was reported that at the implant procedure, the lead was difficult to position. After repeatedly trying to insert the stylet, it became difficult to handle and insert the stylet. The lead was removed and upon inspection a lead deformation was suspected. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned. Analysis was completed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).